Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard meridian filter was positioned at a level below the renal veins and deployed for a patient with prophylaxis for pulmonary embolism. The filter was in good position. Approximately three years and eight months of post deployment, computed tomography of abdomen was performed for inferior vena cava filter evaluation which revealed inferior vena cava filter was in place and in expected position with superior tip terminating at the level of the renal vein. There was no abnormal attenuation or fluid surrounding the inferior vena cava. Therefore, the investigation is confirmed for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter migrated to the spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter migrated to the spine. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced pain; however ,the current status of the patient is unknown.